Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an a-v delay problem observed. Also what looked like ventricular safety pacing due to possible oversensing and high outputs was noted. The atrial lead was revised and remains in use. No patient complications have been reported as a result of this event.